Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a charge timeout message and was electively explanted. No allegations exist against this device during its service life.